Event description:
The customer contacted beckman coulter, inc (bci) to report erroneous high urine total protein results were obtained for 3 pt samples when using the (B)(4) clinical chemistry analyzer. The samples were retested and lower test results were obtained. Amended reports were issued. The erroneous high test results were reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt mgmt. This is event 3 of 3 reported by this customer. An MDR was filed for each of the three pts.

Manufacturer narrative:
Over multiple days, sporadic u flags for total protein, y flags for uibc (iron binding capacity) and negative total bilirubin results. Instrument performance issues due to wash station malfunction caused by vacuum pump diaphragm failure. Other test results could have been affected. Vacuum pump diaphragm was replaced. Issue was resolved. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This event was originally filed with MDR 2050012-2010-00830. During this retrospective review, it was determined that additional mdrs were required to be filed. Related mdrs are: 2050012-2010-00830 (pt #1), 2050012-2010-08258 (pt #2), 2050012-2010-08259 (pt #3).